Event description:
The report stated that after using the ligasure handpiece to seal tissue the surgeon could not get the jaws of the device to open. The surgeon cut around the device to free it from the patient tissue. There was no additional bleeding or other injury.

Manufacturer narrative:
Date of initial report: october 10, 2007. To date the incident handpiece has not been returned for evaluation. If the device is returned or if additional information pertinent to the incident is obtained, a supplemental report will be filed.